Event description:
Customer reported he had to go to the hospital due to false readings. Customer was experiencing high blood glucose. Customer was called again after customer disconnected call. Customer stated that he was not hospitalized and has only has been experiencing high blood glucose and was having sensor issues. Customer stated that he three sensor that did not work due to high isig. Customer stated his blood glucose has been over 200 mg/dl. Troubleshooting was performed for high blood glucose; outcome was the device was working as designed. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.